Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a stent moved on the balloon. The 90% stenosed target lesion was located in a calcified and severely tortuous left common iliac artery. Resistance was encountered when the express vascular ld 8x30x75cm stent delivery system attempted to cross the lesion. It was noted that the balloon was kinked and the stent moved on the balloon. The express vascular ld stent was removed and a shaft kink was noted. The procedure was completed with an express ld 8mmx37mm. No patient complications were reported and the patient's status is good.